Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set came off after taking a shower event on (B)(6) 2026. The blood glucose level was high and changed the infusion set. No further information available.